Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while setting up for a procedure, prior to the start, the site's navigation system surgeon monitor and the staff cart monitor were flickering. No further details regarding this issue, or specifically when it occurred, were provided. A system re-boot restored normal function. There was no patient present when this issue was identified.